Manufacturer narrative:
An event of vascular dissection (dissection of the patient's iliac artery) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, post-implant, it was noted that dissection of the patient's iliac artery had occurred. The decision was made to implant a stent to treat the dissection. The patient's vascular dissection, left bundle branch block, and first degree atrioventricular block are believed to be due to the procedure and calcification of the native aortic valve. A pre-implant dilatation was not performed due to mild calcification of the native aortic valve. Based on the information received, the cause of the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 25mm portico ng/navitor valve was successfully implanted in patient using a small flexnav delivery system. The patient was administered local anesthesia and heparin for procedure. The patient a had minimum activated clotting time (act) level of 196 seconds and maximum act of 202 seconds. A pre-implant dilatation was not performed due to mild calcification of the native aortic valve. The 25mm portico ng/navitor valve was not re-sheathed at all during procedure. Pacing of 120-140 beats per minute was performed for valve stabilization during deployment of the 25mm portico ng/navitor valve. All 3 retainer tabs were confirmed to have released and position of the valve was acceptable. The final non-coronary cusp implant depth was 4.34mm and the final left coronary cusp implant depth was 5.21mm. Post-implant it was noted that dissection of the patient's iliac artery had occurred. There was no kink or angulation noted in the small flexnav delivery system. The decision was made to implant a stent to treat the dissection. It was also noted post-implant that the patient developed a left bundle branch block and first degree atrioventricular heart block. There was no intervention performed or planned for the heart blocks. There was no difficulty implanting the 25mm portico ng/navitor valve and no calcification extending beneath the aortic annular plane in the interventricular septum. There was no clinically significant delay in procedure reported. The patient's vascular dissection, left bundle branch block, and first degree atrioventricular block are believed to be due to the procedure and calcification of the native aortic valve. There is no allegation of malfunction against the abbott device or procedure. The patient did not have a prolonged hospital stay for monitoring of rhythm. The patient was stable at the time of report.